Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited cross chamber oversensing on the right ventricular (rv) lead. Programming options were recommended and several reprogramming efforts were performed. Currently, this product remains in service and no adverse patient effects were reported.